Manufacturer narrative:
Pneumothorax is a known complication when a lung biopsy is performed during a transbronchial lung biopsy, or CT-guided percutaneous biopsy with complication rates of approximately 27% with the CT guided procedure. Biopsy tools are designed to have sharp edges and their function is to puncture or otherwise penetrate the tissue in order to collect a specimen.

Event description:
It was reported that during a superdimension case the physician had no indication that there was an issue with the treatment. The physician took 4-5 biopsy samples with a superdimension forcep and placed fiducial markers (not supplied by superdimension)> there was no allegation that the superdimension system caused the reported pneumothorax.